Event description:
The customer reported approximately 5 ml of blue fluid leaked from the pinch valve of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer discovered the leak when the instrument was in shutdown and there was no possibility for the instrument to generate any errors or flags during the event. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the line which connects to pinch valve pv10 in the aspiration pathway (after pv15). The fse also found a defective mix motor assembly which was causing differential voteouts (non-numerical results) to be generated. The fse did not notice the mix motor wet when on-site but suspected that the mix motor had gotten wet from the leak which occurred right above the mix motor area. The fse proceeded to replace the tubing to resolve the leak, and the differential motor and wiring harness to resolve the differential voteouts. The fse verified the repair as per established procedures and results met published specifications. (B)(4).